Event description:
One month post-implant the patient underwent a colonscopy without prophylactic antibiotics. Six months later the patient developed signs of stenosis which progressed requiring explant. Pathology testing showed e. Coli endocarditis at explant. The surgeon does not believe the event was caused by the device.